Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a foreign body was found inside the cup when they opened the biopsy forceps. The foreign body dropped into the patient and they were unable to find it. They used another of the same forceps to complete the case. Additionally, it was reported that the foreign body was light yellow orange that looked like the catheter of the forceps. There were no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Visual inspection found the device does not have any visible failure or residues that indicates that a foreign matter was present. Based on the available information, the issue occurred during the procedure. As the device was withdrawn from the pouch and used, it is difficult to determine where the reported foreign matter was acquired. Therefore, the conclusion code selected for this complaint is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a foreign body was found inside the cup when they opened the biopsy forceps. The foreign body dropped into the patient and they were unable to find it. They used another of the same forceps to complete the case. Additionally, it was reported that the foreign body was light yellow orange that looked like the catheter of the forceps. There were no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.